Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the keyboard malfunctioned and required replacement. The issue persisted despite multiple reboots. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a customer had planned to engage the facilities team to move the station onto a cart for further repair. The fse awaited confirmation to proceed; however, despite multiple follow ups, no additional repair updates were provided.